Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, missing shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken in the shell with stress marks, wear abrasion and two openings striated. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment was "a sharp edge broken in the shell with stress marks in the side posterior assessed as surgical impact opening, two openings striated in the side anterior/posterior assessed as surgical damage and missing shell assessed as inconclusive."

Event description:
Healthcare professional reports right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reports right side rupture. The device has been explanted.